Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient stated her cgm values were crashing, they started at 133 mg/dl, then dropped to 59 mg/dl, then to 41 mg/dl and alerted for low followed by a sensor failure. An ambulance was called who provided the patient with glucose gel and transported her to the hospital. The ambulance staff was unable to perform a bg and upon arrival to the emergency department, the patient¿s bg was 300 mg/dl post glucose gel/paste. The patient was monitored and when deemed stable, released. The patient was unable to provide a bg as the bg test strips have expired. The patient alleged a 100 mg/dl point difference between the cgm and bg. At an unspecified time, the patient stated she took a nitro tablet as she started having chest pain, difficulty breathing, became sweaty and dizzy. It was unknown if this occurred prior to the emergency department (ed) or after she returned home. At the time of report, the patient had recovered. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.